Event description:
It was reported that the slingshot 70 degree passer broke in patient. The doctor had to fish out broken metal in patient. It was replaced with a new disposable device.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: passer broke. Probable root cause: application. User technique related factors. Difficult anatomy, extremely tough soft tissue. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the the slingshot 70 degree passer broke in patient. The doctor had to fish out broken metal in patient. It was replaced with a new disposable device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.